Event description:
It was reported when using the bd insulin syringe with bd ultra-fine¿ needle, the device experienced the hub separating from the device. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: customer reports that he purchased some packages, which came defective. The needles come off the syringe and the shield does not come off. This problem happened in at least 8 syringes.

Manufacturer narrative:
H6: investigation summary customer returned an image of a 0.5ml, 31 gauge, 6mm syringe from lot 9350257. The syringe had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. A review of the device history record was completed for batch# 9350257. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. Based on the samples received, bd was able to confirm the customer¿s indicated failure of a needle hub separation. CAPA (B)(4). Has been opened to address this issue. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd insulin syringe with bd ultra-fine¿ needle, the device experienced the hub separating from the device. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: customer reports that he purchased some packages, which came defective. The needles come off the syringe and the shield does not come off. This problem happened in at least 8 syringes.